Event description:
The anastomosis produced by a device in a lower anterior resection procedure was found to be incomplete. A suture was applied to reinforce the anastomosis.

Manufacturer narrative:
The device was kept by the healthcare facility, and was not returned to the manufacturer. The device history record for the lot (pm-000219) was reviewed for possible anomalies which might account for the observed event. No non-conformances were found in the record.